Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. The patient presented to a device check, where interrogation revealed a shock impedance measurement of less than 20 ohms recorded in the daily measurements. An issue with the competitive right ventricular (rv) defibrillation lead was suspected. Technical services discussed testing the integrity of the shocking system with a maximum energy shock. However, it was reported that the patient's heart failure condition was good and that no tachycardia events had been stored for a long period of time, so the patient would be monitored for further out-of-range shock impedance measurements. It was noted the patient was pacemaker dependent. No adverse patient effects were reported. The device and competitive lead remain in service.